Event description:
It was reported that during a procedure the monomer glass case broke and shards of glass fell into the cement mixer. The mixer was discarded and back-up equipment was utilized to completed the procedure successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device will not be returned as it was discarded by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was discarded by the user facility.